Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving baclofen (500 mcg/ml at 91.4 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity due to multiple sclerosis. It was reported that the patient had an MRI on (B)(6) 2019 and the pump's motor stalled at 16:18 that day. The stall had not recovered at the time of the call, on (B)(6) 2019. No patient symptoms were reported. The patient's weight was unknown. The time and date of motor stall recovery was unknown. No other information was available. No further complications were reported.